Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) attempted a reboot, but it had no effect. Upon further inspection, it was observed that all of the light-emitting diodes were illuminated, indicating normal operation. The fse then re-seated the roll board cables at the cable header on the drawer controller. Following this, the operation was verified using the hardware test application, and the device functioned as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 4.1 & 4.2 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.